Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. Voluntary MDR/medwatch report number mw5175446 this is 1 of 2 reported incidents involving a teenage patient who experienced hyperglycemia with ketones, attributed to device inaccuracy occurring on two separate occasions. Please see related record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 10/02/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is 1 of 2 reported incidents involving a teenage patient who experienced hyperglycemia with ketones, attributed to device inaccuracy occurring on two separate occasions. According to an anonymous report submitted via maude, the patient was using the insulet omnipod5 system and experienced a significant discrepancy between the estimated glucose value (egv) and the actual bg reading. On or around (B)(6) 2024, the egv displayed as ¿low¿ (below 40 mg/dl), while the bg measured 499 mg/dl. This low bias inaccuracy led to a delay in appropriate treatment. It was further noted in the report ¿this is not the first dangerous inaccuracy we have received in the last 06¿09 months.¿ the patient developed ketones as a result of the hyperglycemia. However, details regarding the treatment and management of the condition were not provided. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.